Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to an abnormality (failure) in the sensor unit, an abnormality (failure) in the scope connector unit (internal electric board and electric parts mounted on the internal electric board), or an abnormality (failure) in the system. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope image disappears at an angle. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was noise generated due to a failure of the imaging unit, and images are temporarily unavailable. In addition, it was noted, the curved rubber adhesive was missing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.